Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient came to the health care provider office complaining that she was not getting coverage/pain relief form her stimulator. A routine impedance check was performed, and all impedances were found to be 10,000 ohms. The manufacturer representative changed the settings to 1.5 volts and the impedances were 20,000 ohms. The patient noted that nothing had happened as far as environmental/external factors that may have contributed to the issue. The manufacturer representative tried to turn stimulation on and was able to program the patient with no issue. The manufacturer representative programmed the patient to get coverage. The issue was resolved at the time of the report. There were no further complications reported or anticipated.